Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 15 mmol/l with symptoms of extreme drowsiness and extreme thirst related to one occurrence of a pump loss of prime event. The patient did not receive any treatment above or beyond the usual routine of diabetes management. Animas customer support determined the event was the result of training/misuse issue. Device is not being returned for investigation; no claim of malfunction was made and patient continued therapy on the pump. This complaint is being reported because the patient experienced a blood glucose excursion while on insulin pump therapy resulting from a training/misuse issue.